Event description:
It was reported that the right ventricular lead impedance increased. It was also reported that the right ventricular lead had high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead impedance increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead continued to have high impedance. The device was replaced due to normal battery depletion. During the replacement procedure the lead was connected to the new device and the impedance was lower so the lead remains in use. The patient will be followed more frequently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited noise and was possibly fractured. The lead was turned off. No patient complications have been reported as a result of this event.